Event description:
It was reported that the doctor, "...was performing a l3-ilium posterior lumbar fusion. He used 6.0x50 xia 3 screws at l3, 6.5x50 at l4-5 and 9.5x100 at the ilium. He used a 5.5 cobalt chrome rod. Also used a xia 3 multi axial cross connector. The case went great and all product performed normal. Last night my manager was informed by the surgeon that soon after the procedure was finished and the patient was moved, one of the tulip heads of a 9.5x100 screw popped off. This will require an additional procedure next week to fix. "

Event description:
It was reported that the doctor, "...was performing a l3-ilium posterior lumbar fusion. He used 6.0x50 xia 3 screws at l3, 6.5x50 at l4-5 and 9.5x100 at the ilium. He used a 5.5 cobalt chrome rod. Also used a xia 3 multi axial cross connector. The case went great and all product performed normal. Last night my manager was informed by the surgeon that soon after the procedure was finished and the patient was moved, one of the tulip heads of a 9.5x100 screw popped off. This will require an additional procedure next week to fix. "

Manufacturer narrative:
Method: visual inspection, functional inspection, device history review, and complaint history review. Results: visual inspection: the bone screw was received disengaged from the tulip. Bone screw: the bone screw head is damaged. Three types of deformations can be distinguished: the ones made during implantation of screw; resulted from tulip disengagement from the bone screw; deformations resulted from doctor trials to remove the bone screw from the bone. Functional inspection: not applicable. Device history review: manufacturing files were reviewed for batch #a91089. No non conformities or deviations linked with reported event is found. The test of polyaxiality and tulip non disengagement is done on entire batch. In addition, the appearance and shape are also checked for entire batch during quality control. Complaint history: in total we have received and confirmed 55 tulip disengagement issues involving 66 xia 3 titanium polyaxial screws of design c. This is the only complaint that involves the batch #a91089. Conclusion: at reception of the screw the reported event was confirmed. The tulip is disengaged from the bone screw. The shape of imprint left on the bone screw head suggests about multiple tightening / final tightening operations. In addition, the imprint is localized at the border of the cylindrical part of the bone screw head. It means that the screw was implanted maximally bent. As follows from the review of complaints received previously for the same issue as well as findings of r&d engineers, multiple tightening is one of the principal cause of tulip disengagement. The implantation at maximal angulation can be the additional factor that facilitates the disengagement of the tulip.